Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01323. Concomitant medical products: femoral component option size g left item# 00596401751 lot# unknown. Psn rev fem cmt ccr pls sz 11l item# 42504607011 lot# 65227463. Psn rev 3mm offset stem ext 13x135mm item# 42560313513 lot# 64982135. Psn rev fem distal aug sz11 5mm item# 42556607005 lot# 64728946. Psn rev fem post aug sz 11 5mm item# 42556807005 lot# 64679995. Psn rev tib fixed keel cmt sz g l item# 42542007901 lot# 64898045. Psn rev tapered smooth stem ext 14x75mm item# 42560007514 lot# 65265582. Psn asf ps 10mm ve l 10-12 gh item# 42512401010 lot# 64301935. 3.5mm hex headed screw item# 00590103527 lot# 64797672. 3.5x48mm hex headed screw item# 00590103548 lot# 64879924. Headless trocar drill pin75mm item# 00590102000 lot# 65245616. Bactisure wound lavage ww item# 00888700200 lot# q2102360. Stemmed tibial component precoat size 6 item# 00598004702 lot# unknown. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to instability. There is no additional information available.